Event description:
It was reported that the device would not turn on with ac or battery power. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed an intermittent failure to operate on ac or dc power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and was unable to duplicate the reported failure. Further extensive testing found no issues.